Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas inquiring about upgrading his pump that was out of warranty. At the time of the call, the patient reported that on an unspecified date (unsure of exact date) within this past year (2012) he developed a high blood glucose (bg) excursion. The patient claimed his bg was 700 mg/dl and claimed he felt the high bg was due to a button press not working on the pump which he felt caused a bolus to be cancelled without his awareness. The patient stated, he was unaware that the bolus did not deliver until he checked his bg. The patient reported that he corrected for the high bg via syringe and may have given himself too much humalog insulin because, his bg then dropped too low and emergency services had to be contacted. The patient stated, he was treated with IV glucose by emt's and confirmed his bg responded and he did not receive further medical treatment nor was he taken to the hospital. The patient informed customer support that he did not have guidelines from hcp regarding treating high bg's and therefore estimated how much insulin to take in response to the high bg. At the time of the call, it was noted that the patient had contacted animas on (B)(6) 2012 to report the keypad issue with the subject pump. While reviewing/troubleshooting the keypad issue on (B)(6) 2012, the patient did not mention any events regarding a high or low blood glucose excursion due to the alleged issue. On (B)(6) 2012, the patient was advised to go on backup plan; however, it was noted that the patient refused. This complaint is being reported because, the patient reportedly developed symptoms suggestive of hyperglycemia while on insulin pump therapy. The patient's alleged hyperglycemia can be attributed to abnormal use since the patient continued on the pump despite being told by animas customer to discontinue pump as a result of keypad issue.